Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed. Additionally, the material was not available for evaluation. The plastic from unknown source was aspired and the lens was ok. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the customer experienced an issue with an intraocular lens (iol), model pcb00,. When the doctor injected the lens in patient¿s eye, as it was being released, there was plastic debris floating around the lens. The doctor managed to aspirate the debris with the simcoe without difficulty. The lens remains implanted. No further information was provided.